Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim and faded display. Auditory and vibratory features were operational. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display screen (dim/fading) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.